Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: spring coil stretched. Balloon radially and longitudinally burst. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met the specification. The provided imagery was evaluated and revealed the following: presence of calcification on the aortic valve. Balloon burst at full inflation. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the evaluation of the returned device and imagery. Available information suggests patient factors (calcification) likely contributed to the event as per 3mensio imagery provided, there was presence of calcification on the aortic valve. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty to withdraw system through sheath and system component separation during use were confirmed based on the evaluation of the returned device. Available information suggests that procedural factors (withdrawal of altered balloon profile) likely contributed to the event as the balloon burst during valve deployment and difficulties were encountered when attempting to pull back the balloon into the sheath tip. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. Available information suggests that procedural factors (device manipulation) likely contributed to balloon separation. Additional pull force/excessive device manipulation during device withdrawal could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in israel, it was a case of an implant of a 26mm sapien 3 ultra resilia valve, in aortic position by right transfemoral approach. During the procedure, balloon aortic valvuloplasty was performed prior to valve deployment. During valve deployment, the balloon of the commander delivery system burst at the end of inflation. Despite this complication, the valve was successfully deployed in the intended position. Subsequently, difficulties were encountered while attempting to withdraw the delivery system through the tip of the esheath. Ultimately, both the delivery system and esheath were removed together as a single unit. However, a fragment of the balloon remained inside the patient's body. The patient was transferred to the operating room for partial removal of the retained balloon fragment and treatment of an associated iliac artery dissection, which was surgically repaired. The patient was discharged.